Manufacturer narrative:
Patient weight was not provided for reporting. Patient died post-operative. Dates of surgery and death were not provided for reporting. Date of event is unknown. This report is for one (1) unknown vertecem v+kit. Part#, lot# and UDI # is not available. Date of implant is unknown. Device was not reported to have been explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter facility contact number (B)(6). This report is for one (1) unknown vertecem v+kit. PMA/510(k) number is not available. The vertecem v+ cannot be disassociated from the reported death. Based on the information currently available regarding this complaint, it is possible that the product caused or contributed to the patient reaction and death described in this complaint. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a patient was subject to resuscitation after injection of the vertecem v+ cement in the vertebral body. Patient died after the surgery. Cement was used for the screw augmentation. Date of event is unknown. This report is for one (1) unknown vertecem v+kit. This is report 1 of 1 for (B)(4).